Manufacturer narrative:
The device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). The reported problem was confirmed. The bur is stuck in the long attachment. Although the reported problem was visually confirmed, a functional evaluation was performed. The bur was forcibly removed. It could not be reinserted due to distal bearing deterioration that is occluding the entry port. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode(s) identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. Navio surgical system instrument kit cleaning and sterilization guide 500094 rev g indicates to "refer to the anspach emax 2 plus system user¿s manual for instructions on mechanical/automated cleaning of the anspach emax 2 plus surgical drill and long attachment." No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
Results of investigation have been corrected as follows:the device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). The reported problem was confirmed. The bur is stuck in the long attachment. Although the reported problem was visually confirmed, a functional evaluation was performed. The bur was forcibly removed. It could not be reinserted due to distal bearing deterioration that is occluding the entry port. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode(s) "blockage" identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. This issue is being further investigated under corrective action.

Event description:
It was reported that before case burr got stuck in the long attachment. No patient involved.